Event description:
Post-operation complications were reported in 02/2002 related to an ambulatory phlebectomy surgery performed in 2001. Surgery went without significant notable problems. Follow up after six months showed a brown pigmentation problem which the surgeon felt was unacceptable.